Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a right tha on or about (B)(6) 2008 and after implantation he began to experience progressive pain and discomfort. It is further alleged that the patient's right hip had developed pseudo tumor secondary to trunnionosis and that this was the cause of his pain. He underwent revision surgery on his right hip.